Manufacturer narrative:
During power up, the device returned a pump error 130 which kept popping up on the lcd display and was not able to be cleared. After further review of the device's interior, did not note any previous moisture presence or corrosion on any of the boards, wiring, and assemblies. The motor was tested outside the device, and it failed. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion tests due to the pump error 130.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. The customer stated they were able to clear the alarm and were not able to complete the rewind process. Customer stated that the insulin pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.